Event description:
It was reported that a spectrum iq infusion pump did not adequately infuse levophed during therapy. The pump was programmed to infuse levophed, however, it was alleged that after about 30 minutes the medication had not been infused as intended. As a result, the patient became ¿acutely hypotensive¿. The tubing was kinked and after the nurse "straightened out" the tubing, the patient became responsive to the medication. The nurse further alleged that the pump did not alarm for the kinked tubing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specification. The device was also tested for upstream and downstream occlusion detection and properly detected for each condition. A review of the event history was completed, however the user did not provide an event date. The last infusion of norepinephrine programmed in the log was on (B)(6), 2024. The program continued until (B)(6), 2024. The user experienced an "air-in-line!" Alarm on (B)(6), 2024 and eight "upstream occlusion!" Alarms between (B)(6), 2024 and (B)(6) 2024. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reporter indicated that the "tubing was very slightly kinked which upon initial inspection had not been kinked. The IV pump did not alarm at all during the hypotensive event,". The location of the tubing kink was not provided. The spectrum iq operator's manual contains the following warning regarding partial upstream occlusions, which may not be detected or slowly detected: "the upstream occlusion detector may not detect partially occluded tubing (including partially closed slide clamps)." Should additional relevant information become available, a supplemental report will be submitted.